Event description:
It was reported that the arctic sun device had expired the mtk and stk test during device service. Biomed stated that the circulation pump, mixing pump, heater and both drain ports were replaced. After which a calibration check, stk and mtk was performed. Biomed stated that the arctic sun device had passed all final test procedures and the device could be sent back to normal use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had expired the mtk and stk test during device service. Biomed stated that the circulation pump, mixing pump, heater and both drain ports were replaced. After which a calibration check, stk and mtk was performed. Biomed stated that the arctic sun device had passed all final test procedures and the device could be sent back to normal use.